Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06354. Additional information received identified surgical intervention took place on (B)(6) 2015 at which time the patient's entire scs system was explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report #1627487-2015-06354. It was reported the patient experienced multiple falls and subsequently his scs lead sites for his occipital (off-label) system were sensitive and painful when touched. Surgical intervention may take place at a later date to address the issue.